Event description:
It was reported that there were several episodes of electrical magnetic interference (emi) consistent with alternating current (ac) power noted on a carelink report. The signal was seen on both the atrial and ventricular electrograms (egm). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead and the criteria for the right ventricular lead integrity alert were met. One patient alert for lead failure predictor (lfp) on (B)(6) 2013. One ventricular non-sustained episode equal to 130 milliseconds (ms) on (B)(6) 2013. There was also one ventricular fibrillation (vf) episode with an average ventricular cycle length equal to 120 ms on (B)(6) 2013. There were five lfp high rate non-sustained (ns) episodes with an average ventricular cycle of less than or equal to 160 ms between (B)(6) 2013. Concomitant medical products: 6947, implantable tachy lead, (B)(6) 2011. (B)(4).